Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse (field service engineer) replaced the aspirate probes, duckbill valve, and substrate pump valve. The fse cleaned the wash wheel and decontaminated the substrate system. All system checks obtained since 9aug2021 passed. No additional reports of system check failures or erroneous results were reported for the dxi 800 serial number (B)(4). In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2021 the customer reported obtaining non-reproducible results for multiple assays involving the laboratory's unicel dxi 800 access immuno analyzer (serial number (B)(4)). On (B)(6) 2021, the customer reported ind (indeterminate) flags had occurred. Later, on (B)(6) 2021, the customer reported low estriol results were also observed at this date, so the instrument was taken out of service and review and repeat of potentially impacted samples was performed by the customer. The customer reported samples were repeated and a non-reproducible false low inhibin a result of 94.6 pg/ml was generated for one patient sample in this event. The sample was repeated twice, with higher results of 224.7 pg/ml and 232.7 pg/ml obtained. A corrected report was not generated for the low result. No affect to patients or end-users has been reported in connection with this event. On (B)(6) 2021, the customer ran a system check which failed the substrate and washed portions so a beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the aspirate probes and duckbill valve. The fse continued to experience system check failures so the fse cleaned the wash wheel and decontaminated the substrate system twice on 30jul2021. On 2aug2021, the fse returned to the customer site and replaced the substrate pump valve and verified the system with a system check. The customer monitored the system by performing regular system checks. On (B)(6) 2021, the customer reported a substrate mean recovering near upper substrate system check upper limit of 9000 rlu (relative light units). The fse returned to the customer site and decontaminated the substrate pump and also performed the automatic substrate decontamination procedure. The fse also replaced the incubator pnp (pick and place) cable and hall effect sensor; however those parts were unlikely to contribute to the event as they were reported to be damaged during service activities. All system checks obtained since 9aug2021 passed. No additional reports of system check failures or erroneous results were reported for the dxi serial number (B)(4). There was no report of sample integrity issues. No further sample information was provided.